Manufacturer narrative:
This report is submitted on february 16, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with antibiotics (type and duration not reported). However, the issue could not be resolved. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6) 2023.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence at the implant site (specific date not reported). This report is submitted on march 27, 2023.